Manufacturer narrative:
(B)(6). Lot 17m027 was manufactured november 28, 2017 ¿ november 29, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) small volume folfusors ruptured during filling. There was no patient involvement. No additional information is available.